Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Please disregard event problem and evaluation codes- method (B)(4) device not returned, as the device was returned on (B)(6)2019.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and passed. Manual try-it audio\vibration testing was performed and passed. Audio\vibration test with global receiver communication tool test was performed and passed. Wiggle testing was performed and passed. Receiver functional testing was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. The receiver log was downloaded and reviewed. The allegation was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.